Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an endeavor resolute onyx stent was used to treat a severely calcified lesion exhibiting 90% stenosis. The lesion was pre-dilated. It was reported that the stent could not pass the lesion due to severe calcification and was withdrawn. The stent was observed to be deformed with burrs. The lesion was dilated again and the procedure completed successfully with a 2.25x24mm medtronic stent. The patient was reported to be alive with no injury